Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00315. It was reported the patient was experiencing discomfort at the ipg site. Surgical intervention may be pending to address the issue. It is unknown which ipg is causing discomfort, therefore both ipgs are being reported.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the reported issue determined to be not related to this device.

Event description:
Related manufacturer reference number: 3006705815-2020-00315.